Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00249 and 3008114965-2022-00250.

Event description:
As reported by the field, during the procedure, an enterprise 4.5mmd 28mml wno dstl tp intracranial neurovascular stent (enc452800, 6259384) passed through the y connector and advanced within prowler select plus microcatheter 606s255x, 30674746). The stent was found to be impeded in the microcatheter. The physician tried to retract the stent to introducer but observed that it had already been released in microcatheter. A new device was used to complete the surgery. There was no patient injury report. Additional information was received indicating that the introducer was fully seated and secured in the hub. The physician felt resistance and did not used torquing device. There was no evidence of physical material within the device. The resistance was felt at the proximal of microcatheter. Other devices were not used with the concomitant device prior to or after the encountered resistance. The replaced stent was an enterprise 4.5x28mm stent 12mm dw tip (enc452812). An adequate flush was maintained through the devices. The event did not prolong the procedure.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. Section b5: additional information was received indicating that the introducer was fully seated and secured in the hub. The physician felt resistance and did not used torquing device. There was no evidence of physical material within the device. The resistance was felt at the proximal of microcatheter. Other devices were not used with the concomitant device prior to or after the encountered resistance. The replaced stent was an enterprise 4.5x28mm stent 12mm dw tip (enc452812). An adequate flush was maintained through the devices. The event did not prolong the procedure. Additional information received indicated that the prowler select was replaced since the stent released in microcatheter. No additional information is available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the procedure, an enterprise 4.5mmd 28mml wno dstl tp intracranial neurovascular stent (enc452800, 6259384) passed through the y connector and advanced within prowler select plus microcatheter 606s255x, 30674746). The stent was found to be impeded in the microcatheter. The physician tried to retract the stent to introducer but observed that it had already been released in microcatheter. A new device was used to complete the surgery. There was no patient injury report. Additional information was received indicating that the introducer was fully seated and secured in the hub. The physician felt resistance and did not used torquing device. There was no evidence of physical material within the device. The resistance was felt at the proximal of microcatheter. Other devices were not used with the concomitant device prior to or after the encountered resistance. The replaced stent was an enterprise 4.5x28mm stent 12mm dw tip (enc452812). An adequate flush was maintained through the devices. The event did not prolong the procedure. Additional information received indicated that the prowler select was replaced since the stent released in microcatheter. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30674746 number, and no non-conformances related to the malfunction were identified. Catheter obstruction is a known potential product failure associated with the use of the device. The instructions for use (IFU) includes warnings and instructions for use to trouble shoot this type of situation. The IFU warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.